Manufacturer narrative:
The reported issue of ipg inoperable was confirmed. At receipt the ipg did not communicate with a lab ppg due to depleted battery. Per commutation hub, the ipg was not charged for, at least, three months prior the replacement. Per (B)(4) documents, a product analysis checklist is not required because product testing cannot give any additional information regarding the customer¿s complaint. In the clinicians manual, there is adequate information for preserving the ipg when not in use. Section ¿maintaining the ipg battery¿ in the dfu, the shaded area entitled ¿warning¿ states, ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg failed to establish communication with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy was restored post-op.